Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Poor image quality. The time of event is unknown. Not known for the exact date, we just know the year the complaint was sent in to manufacturer. There was no report of patient harm.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51081) which was submitted. Therefore, MDR (9610877-2022-00285) filed on february 14, 2022 is considered a duplicate report.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k). G6: follow up #1. H2: type of follow up.